Event description:
Customer reports strip vial is missing the expiration date, lot number, code and control ranges while using comfort curve test strips. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.